Event description:
It was reported that a quantum 2 system and an unknown arthrowand were being used in a hip arthroscopy. Intra-operative the physician noticed that the temperature readout was incorrect as the wand was inserted in and out of the patient. As a result of the issue, the doctor switched to a competitors device and a shaver to complete the procedure. The procedure was completed and no patient complications were reported as a result of this event.

Manufacturer narrative:
The patient identifier, age, weight and gender were not available.